Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) had leakage. The following information was provided by the initial reporter, translated from spanish to english: the emergency department has reported the following incident regarding item code 1032058, 18 cm pressure resistor extension cord, mz5307 (without packaging, 1 unit): "it has a leak in the area where the anti-reflux cap is located." Since this problem is not associated with a specific batch and has occurred several times, we recommend exploring the possibility of obtaining a safer and more reliable alternative on the market. The lot number of the venous extender is 25029025. This incident has occurred more than 10 times, resulting in leakage of administered medications. During today, (B)(6) 2025, this problem has occurred 3 times only today.

Manufacturer narrative:
Investigation result: a mz5307 product was not available for investigation; the lot number was not available. The feedback provided by the customer states that, "there is a leak". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5307 set in the past 12 months.

Event description:
No additional information.